Event description:
It was reported that two days post implant, the right ventricular (rv) lead was found to have "pulled back." The rv lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.